Manufacturer narrative:
(B)(4). The reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during follow-up in clinic, device could not be interrogated. Device was explanted and replaced due to eri. The patient was in a sinus rhythm faster than 60 at time of the device replacement. The patient was asymptomatic prior, during and after the procedure. Patient was fine in the recovery room.